Manufacturer narrative:
Service info not provided. The customer indicated that the qc was within spec prior to the event. Also, the customer stated that the sample was collected at an outlying hosp, centrifuged and then transported to the laboratory. There is concern that this may have disturbed the sample. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on the access immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneous elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.